Event description:
I received a replacement continuous blood glucose sensor from dexcom to replace one that failed on (B)(6) 2024. My beta bionics insulin pump requires a working sensor to deliver insulin. The replacement sensor they sent to me on (B)(6) 2024 was missing an introducer needle and cannula. When I reported this to dexcom on 02/21/2024, and told them that I was now off of my insulin pump for 48 hours, they said they would send a new one overnight to arrive on (B)(6) 2024, but sent it for delivery on (B)(6) 2024, thereby leaving me unable to use my insulin pump for one week, with resuming blood sugars in the high 200's and low 40's for a week. Reference report: mw5152147.